Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump had cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was 64 mg/dl at the time of incident. The customer's daughter stated that they treated the low blood glucose with juice. The customer's daughter stated that the drive support cap appeared normal. The customer's daughter stated that they were unable to rewind the insulin pump. The customer's daughter stated that the insulin pump might have been exposed to MRI. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.